Manufacturer narrative:
(B)(4). The used device was received for evaluation with approximately 1ml of fluid in the bladder. Flow was observed at the distal luer. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing determined that the device had a flow rate within specification. The reported condition was not confirmed. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured june 30, 2013 - july 1, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that at the end of the expected therapy time, the device still contained an unknown amount of solution. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.